Event description:
It was reported that the pump was not working and repeatedly showed cartridge issues, even after replacing the cartridge. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.